Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if any further issues arose.